Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. During the lot history review it was noted that there were three other complaints reported against the lot. One complaint was an external blood leak (no sample). The other two complaints address internal blood leaks (no samples). A production records review was performed on the reported lot. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints as well as via the non-conformance/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility certified clinical hemodialysis technician (ccht) reported an internal dialyzer blood leak that occurred immediately in a patient¿s hemodialysis (hd) treatment. The blood leak was visually observed in the dialysate compartment of the dialyzer. The machine, a fresenius 2008t machine, did not alarm with a blood leak alarm as the blood leak was caught and the treatment was paused before blood was able to reach the blood leak detector. A blood leak test strip was not used. No visible damage was observed on the dialyzer. After the blood leak was observed, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 150 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed treatment after being resetup with new supplies on the same machine. The complaint device was reportedly not available to be returned for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility certified clinical hemodialysis technician (ccht) reported an internal dialyzer blood leak that occurred immediately in a patient¿s hemodialysis (hd) treatment. The blood leak was visually observed in the dialysate compartment of the dialyzer. The machine, a fresenius 2008t machine, did not alarm with a blood leak alarm as the blood leak was caught and the treatment was paused before blood was able to reach the blood leak detector. A blood leak test strip was not used. No visible damage was observed on the dialyzer. After the blood leak was observed, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 150 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed treatment after being reset with new supplies on the same machine. The complaint device was reportedly not available to be returned for manufacturer evaluation.